Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements, noise, and pacing inhibition resulting in pauses of 2.5 seconds. Pocket manipulation was unable to recreate the impedance measurements, however they have returned to the normal range. X-rays did not show any anomalies. The system was reprogrammed bipolar sensing/unipolar pacing and remains in service. No additional adverse patient effects were reported.